Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like replace battery alert, blank screen labeling was worn out and a crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. The customer reported receiving replace battery alert/ replace battery now alarm. The customer was using the correct battery cap for the pump. The customer reported that the battery cap was loose, cracked, or damaged. The customer reported a blank display. The customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1780kl was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or were found in the pump history/trace files. No low battery alerts noted during testing. However, in further full review in the pump history found unexpected low battery alarms on 04/03/2025 20:59:00 and on 04/03/2025 17:31:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, missing display window/cover, stained keypad overlay, keypad overlay texture damage, label damage, cracked battery tube threads, and cracked case on the battery tube side. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed, suspecting hardware issue. Cosmetic damage was confirmed on the label and the battery compartment case(cracked). Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.